Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It was reported the device was prepared for use prior to removal of the protective sheath, which may have contributed to the reported dislodgement. It should be noted the xience xpedition everolimus eluting coronary stent system electronic instructions for use, the operators instructions section includes the preparation section with steps related to removing the device from the protective tubing, flushing the guide wire lumen and preparing the device by removing air from the system. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.5x12mm xience xpedition rx stent delivery system (sds) was unpacked and the physician noted that the stent was dislodged from the balloon and remained in the protective sheath. There was no resistance noted during removal of the stylet/protective sheath. The sds was prepped before the protective sheath was removed. The device was not used and there was no patient involvement. Another device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.